Manufacturer narrative:
The impella cp has not been received and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed lower limb ischemia while on impella support. The physician was unable to hear the blood flow in the lower limbs with doppler and was unable to feel a pause in the limb. A reverse sheath was inserted and femoral to femoral bypass was performed from the contralateral side to treat the ischemia. Subsequently, the patient experienced hemolysis. While confirming the pumps position via echo, it was noted that the inlet was located at the a valve. The pumps position was adjusted to correct the issue. However, due to hemodynamic instability, pcps were inserted and the impella device was explanted due to hemolysis. No further information was provided.